Event description:
It was observed during the device inspection, that the videoscope exhibited peeling on the tip of the objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors or handling of the device. However, olympus could not identify a definitive root cause of the event. The instruction for use states the inspection method associated with the event in " section 3.3 inspection of the endoscope chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.